Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from a cobas 8000 analyzer compared to a vitros analyzer and a bloodgas analyzer over several days. The customer suspected interference due to the medication flammacerium taken by the patient. It was unclear if the same sample was used for testing on the different analyzers. The sodium results from the cobas 8000 analyzer were 151-153 mmol/l. The sodium results from the other analyzer were 144-148 mmol/l. The potassium results from the cobas 8000 analyzer were 3.4-5.6 mmol/l. The potassium results from the other analyzer were 3.4-5.1 mmol/l. The chloride results from the cobas 8000 analyzer were 102-125 mmol/l. The chloride results from the other analyzer were 117-123 mmol/l. The results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. As all ise parameters appeared to be affected, direct interference caused by flammacerium could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.